Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3834 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was admitted to the hospital for gastric cardia cancer invading the lower esophagus (ct4n3m0 stage iii). Chemotherapy was performed at 10:36 on (B)(6) 2021, using the peripherally intubated central venous catheter kit and accessories under the guidance of b-ultrasound to perform ¿deep venous puncture catheterization¿ of the vena basilica of the right upper extremity, and the depth of catheterization the size is 39cm, the mouth of the tube and the surrounding skin are normal, the dressing is dry, and there is no discomfort. On (B)(6) 2021, he was admitted to the hospital for specialist treatment. The patient had symptoms such as redness, swelling, heat, pain, high skin temperature, redness, ulceration, and exudate at the catheter site. Color doppler ultrasonography of the blood vessels of the upper extremities showed no abnormalities. On the 11th, the low-molecular-weight heparin calcium injection 1.0ml was subcutaneously injected for symptomatic treatment on the 11th, and the medicine was administered to the 14th, and the kanghuier hydrocolloid was applied to the external paste, and the dressing was dry. On the 14th, the redness and swelling of the lipstick disappeared, and there was no bleeding, exudation, redness and swelling, and no discomfort.